Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : g2 a getinge field service engineer (fse) checked unit & performed all test & found all test passed. Checked all functions its working properly. Handed over in working order. Note- unit was under observation next two days.

Event description:
N/a

Event description:
It was reported by the getinge fse that, during routine checkup cardiosave hybrid type d plug intra-aortic balloon pump (iabp) was displaying an alarm message ¿autofill failure¿. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.